Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported the trocar was inserted and when pumped to fill up with air, it would not inflate. Balloon was inspected and there was a hole in the distal tip. This occurred 2 more times and then a ted12 was introduced to continue case. Case was opened when the ted12 perforated the peritoneal cavity.